Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the issue was caused by improper handling at the facility olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the tube obstruction warning did not work correctly due to liquid in the tubes, electropneumatic valve, and the manifold unit. The tubes, electropneumatic valve, and manifold unit need to be replaced. It is assumed the reported defect was caused by user error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit's display had no image. The issue was found during preparation for use of an unknown procedure. There was no procedure or patient affected by this event, and this device was not used.